Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and stomach pain. The cause of the events was not reported. The patient was hospitalized for the events. On an unreported date, the patient was treated with unknown antibiotics for the event of cloudy fluid. Treatment for the stomach pain was not reported. Pd therapy was ongoing. The patient was recovered from the cloudy fluid event, (reported as clear fluid) and was recovering from the event of stomach pain (reported as getting better). No additional information is available.